Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. The device history records and the retention samples could not be reviewed as the lot number is unknown. Further clinical testing because the lot number is unknown. Additionally, no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. This complaint has not been confirmed for the indicated failure mode erroneous results-unknown troponin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer obtained false positive of troponin on unspecified number of tubes. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer obtained false positive of troponin on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown.